Event description:
After trach care on this patient, the respiratory therapist went to calibrate the flow sensor on the ventilator and noticed that the housing that holds the flow sensor had a couple pieces off that are normally part of the housing. The pieces were a metal protection grid and a gasket ring. The respiratory therapist replaced it with a new housing and flow sensor and proceeded to calibrate the flow sensor. The patient tolerated this well and had no adverse issues. The pieces are too large to go through the tracheostomy tube. ======================manufacturer response for neonataler flowsensor, drager (per site reporter).======================they are going to have the regulatory dept email me with instructions on what they need and I will send them back to them.what was the original intended procedure?no intended procedure. Normal vent check and calibration of flow sensor.device #1is this a laboratory device or laboratory test?no.